Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Event description:
It was said that there were frequent problems that the power was suddenly turned off after an error was displayed on the monitor image. It was not reproduced after that, but it was raised for investigation. During verification at (B)(4), there was a problem that the power did not turn on several times. It recovered when the power cord was re-plugged into the ac inlet several times. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: this event is caused by an external load (load associated with the usage environment, load due to impact, etc.), power failure due to failure of electrical parts or wiring system, etc.